Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported the patient had been experiencing intermittent red heart alarms for a couple of weeks and as a result the system controller was exchanged to a backup system controller as per the manufacturer's instructions for use. The patient remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. Review of the log file data retrieved from the system controller revealed multiple events including but not limited to low speed hazard, low battery hazard, low flow hazard and back-up mode operation, all of which would have resulted in a red heart alarm on the system controller as reported. These alarms were associated with unstable pump speeds with drops to zero rpm and motor stopped events captured in the log file. Functional testing of the returned system controller using a heartmate ii test pump revealed that when the black power lead of the system controller was maneuvered, interruption of pump function occurred. During our testing, the system displayed a power cable disconnect alarm followed by a red heart alarm as expected. Further evaluation of the black power lead revealed one of the inner conductors {brown (rsoc) conductor} had become severed resulting in interruption of pump support while the patient was tethered to the power module, consistent with the motor stopped events recorded in the log file. A review of device history records showed no deviations from manufacturing or qa specifications that would affect pump function or performance. No further information is available. The manufacturer is closing its file on this event.